Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to a blood glucose level of 453 mg/dl. Customer stated that the high blood glucose level was due to issues with the infusion sets. Caller reported initially having blood glucose levels over 600 mg/dl, which was treated with manual injections. Customer was off of the insulin pump for less than 48 hours at the time of the hospitalization. During the call, customer declined to complete troubleshooting. The insulin pump was not replaced or returned for analysis.